Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the ultrasonic shears stopped working. An attempt was made to clean the shears, test the system, disconnect and reconnect the shears, but without success. The tip of the device broke out of the body cavity when trying to clean it (when it wasn't working). There was no harm to the patient.